Event description:
It was reported with the use of the unspecified bd vacutainer® sst product that there was an issue with the specimens not separating properly or spinning down all the way. Some tubes were spun and no separation occurred while other tubes were spun and the gel separator did not completely separate from the red cells which remain at the bottom as a clot. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the unspecified bd vacutainer® sst product that there was an issue with the specimens not separating properly or spinning down all the way. Some tubes were spun and no separation occurred while other tubes were spun and the gel separator did not completely separate from the red cells which remain at the bottom as a clot. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the unspecified bd vacutainer® sst product that there was an issue with the specimens not separating properly or spinning down all the way. Some tubes were spun and no separation occurred while other tubes were spun and the gel separator did not completely separate from the red cells which remain at the bottom as a clot. There was no report of injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.